Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the speaker assembly was replaced and the unit still did not provide audio and confirmed the failure has been isolated to the main pcb. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.